Event description:
The customer stated that the test strips she was using, had the bottle cap off for some time. While troubleshooting, she received normal control test results of 169 and 185 mg/dl. The normal control range is 92-129 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.